Event description:
Patient underwent revision procedure due to pain and psedotumor.

Event description:
Update rec¿d (B)(4) 2013 ¿ medical records were received. The complaint was updated on (B)(4) 2013. Revision operative report indicates the following: pseudotumor; metallosis; pain; elevated metal ion levels; fluid collection consistent with pseudotumor; slight loss of bone stock; white tissue consistent with pseudotumor. The information received does not change the MDR decision.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.